Event description:
During the lap hysterectomy procedure, the generator received an instrument error. No patient consequence.

Manufacturer narrative:
H6: cracked blade. The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.